Manufacturer narrative:
Physio-control received patient information and outcome. The customer, a health professional, reported that the patient was a (B)(6) male and approximately (B)(6). The device lost power while attached to the patient who was in stable condition. There was no adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Based on the information gathered during this investigation, the likely cause of the reported loss of power was due to having a depleted battery in the device while using an ac power adapter. When the ac power adapter lost connection to the lifepak 15 (or lost connection to the ac power source), the lp15 would have attempted to switch its power source to the battery that was not being charged, which was the battery that was at 0% (zero) remaining charge (note: the ac power adapter is designed to charge the battery with the highest charge level first. In this case, batt 2 was at 0 remaining charge and batt 1 was at 57% remaining charge).

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue; however, the reported issue was verified after an evaluation of the electronic device records. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined. (B)(4).

Event description:
The customer reported to physio-control that while transporting a patient, the medics said the device powered itself off. They attempted to power the device back on and the device shut itself off again. There were no adverse effects he patient as a result of the reported issue. The patient was in stable condition. No further details about the patient were provided.